Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: , UDI#: (B)(4), implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the lead could not advance all the way into the ins header. The lead was removed from the extension and, when the physician attempted to insert the existing lead into the new ins, it would not advance all the way. The torque screw was loosened and the lead was cleaned. Intraoperative impedances were out of range. The physician elected to leave the ins attached to the lead and closed the pocket in the normal fashion. Post-operative impedances were still out of range. The physician decided to have the patient come back in the future for a lead revision. No environmental/external/patient factors were reported that may have led to the issue. No other actions/interventions were reported. The issue was not resolved at the time of report. No surgical intervention had occurred at the time but one was planned (not been scheduled). The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on may 9, 2019 clarified the impedances were high out of range. There were no further complications reported or anticipated.